Event description:
It was reported that a pericardial effusion injury had occurred. The clinical account specialist reported that the injury is believed to have been caused by a perforated left atrial appendage. The clinical account specialist reported that the physician believes he advanced the sheath "too far in" right after the transseptal. The clinical account specialist reported that they noticed a drop in the patient's blood pressure and discovered the pericardial effusion using ice. The clinical account specialist reported that they performed a pericardiocentesis and removed around 2,500 ml of fluid. The clinical account specialist reported that when the surgeon arrived to perform surgery, they "cracked her chest." The clinical account specialist reported that the patient passed away due to the injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).